Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated for a post-procedure check. Upon review, there were two stored episodes from that morning approximately two hours prior to post-procedure check. The health care professional (hcp) couldn't confirm the exact time the patient was in the operating room. The stored episodes reveled noise and oversensing which led to pacing inhibition of greater than two seconds on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended the hcp verify if the patient was having a procedure during the time of the stored episodes. The device system remains in-service. No adverse patient effects were reported. Additional information has been received that this ICD has been explanted due to normal battery depletion and retuned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing of noisy signals which led to pacing inhibition of greater than two seconds.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated for a post-procedure check. Upon review, there were two stored episodes from that morning approximately two hours prior to post-procedure check. The health care professional (hcp) couldn't confirm the exact time the patient was in the operating room. The stored episodes reveled noise and oversensing which led to pacing inhibition of greater than two seconds on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended the hcp verify if the patient was having a procedure during the time of the stored episodes. The device system remains in-service. No adverse patient effects were reported.